Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after patient use of the deltec® gripper plus® safety needle split septum y-site the nurse was unable to retract the needle into the safety mechanism. The incident resulted in chemotherapy drug leaking onto the patient skin which lead to a skin injury. The skin injury was treated with medication. No permanent adverse effect to the patient was reported. Related MFR #: 3012307300-2017-00777.

Manufacturer narrative:
Two used deltec® gripper plus® safety needles were received for investigation. The device history record for the devices was reviewed and no relevant findings were noted. A visual inspection was performed and it was observed that both safety mechanisms had already been activated and the needles were out of the base. On the back of the arm of both samples, discoloration was observed. Functional testing was performed and the safety mechanism was able to be activated with no problems and the needle was not left exposed. A manufacturing review of a similar device was performed and no discrepancies were detected. The complaint was not confirmed. The most probable root cause was determined to be that the damage to the safety arm occurred after the product left the manufacturing facility.